Manufacturer narrative:
The reported event was helix damage and capture issue. A complete lead was returned in one piece. The helix was stretched/bent and clogged with blood/tissue. The reported event of helix damage was confirmed. X-ray examination of the helix mechanism noted the helix stretched/bent consistent with procedural damage. The cause of the reported event of helix damage was consistent with procedural damage. The reported event of capture issue was not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited suboptimal qrs width and v6 r-wave peak time noted from the electrocardiogram (ECG). Upon repositioning attempt, the rv lead helix stuck on the myocardium and the physician encountered difficulty in removing the rv lead. Multiple pulling attempts were made and the rv lead helix was damaged. The rv lead was successfully removed and replaced on 21 oct 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.